Event description:
Therapist arrived at patient bedside to find the bed deflated and after checking to see that the bed was plugged in, he unplugged it and replugged it in and after about 30 seconds the machine turned on and the mattress reinflated after about 2 minutes. Manufacturer response for wave mattress malfunction, freedom medical wave mattress (per site reporter): events are being investigated at this time.